Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the metal tip was missing, confirming this complaint. Additionally, the power cable on the device was cut. A functional test was not conducted due to the condition of the device. This failure has been investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode, the weld joint between the active tip and active suction tube weakens due to mechanical fatigue, chemical erosion, and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. This device is from a lot that was manufactured before the tip¿s design change. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a rotator cuff repair, the tip of the electrode (metal plate) has fallen off in the joint. This was immediately noticed and recovered by the surgeon. No harm to patient. The procedure was completed with same like product with two minute delay. Additional information received via email from the affiliate on 12-21-2016. When the tip fell into the patient the doctor realized what the object on the x-ray was as the same from the patient from (B)(6).